Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a ¿communication¿ alarm. The battery compartment was found to be undamaged. There was no battery cap returned so a test battery cap was used and able to fit and maintain electrical connection. The ez-prime steps were performed correctly with no communication alarm occurring. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.